Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the original customer care advocate (cca) documentation. The patient claimed that the subject meter first displayed inaccurate results at 7am on an unknown date about 2 weeks prior to contacting lfs when she obtained alleged inaccurately erratic results of 103 and 109 mg/dl, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with a combination of medications including glyburide. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that 8-9 hours after the start of the alleged issue, she developed symptoms of shaky and hungry. She reported that she did not seek any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient's results were from the same approved sample site. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she received inaccurately erratic results on the subject meter, continued with her usual diabetes management routine and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged product issue began.